Event description:
Device malfunction: detached locator wings assembly. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during use approximately 2.5 cm of the distal part of the device broke and was removed from the patient surgically. A femostop was used to achieve hemostasis. There was reportedly no adverse patient effect. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.